Manufacturer narrative:
The product has been requested, but not returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately one month following the implant of this mechanical mitral valve, this valve was explanted and replaced because one valve leaflet was intermittently sticking in a 90 degree position. The surgeon also reported that there was nothing wrong with this valve. The surgeon had performed a leaflet sparing mitral valve replacement; one of the native valve leaflets had torn and was getting intermittently stuck in this mechanical valve mechanism, resulting in intermittent jamming of the mechanical valve leaflets. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. Green and white multifilament sutures remained attached to the sewing ring. The existing leaflets were in the closed position. The leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appear intact. The inflow and outflow orifices appeared intact with no evidence of damage. Using a blue actuator to test leaflet movement, the one leaflet appeared to move without difficulty. The valve was rinsed and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the patient's physician reported that there was nothing wrong with this valve. One of the native valve leaflets had torn and was getting intermittently stuck in this mechanical valve mechanism, resulting in intermittent jamming of the mechanical valve leaflets. No other adverse patient effects were reported. The device history record was reviewed. The valve was built to specification and met all inspection and acceptance criteria. The device was returned for analysis. The valve was visually inspected with no anomalies noted. Based on the analysis and received information, the leaflet motion issue was due to implant technique and not device related.

Manufacturer narrative:
Unique device identifier added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.